Manufacturer narrative:
(B)(4).

Event description:
The customer experienced precision issues while performing a calibration check for the ferritin assay. The customer performed liquid flow cleaning then repeated patient samples on another cobas e601 analyzer on (B)(6) 2015. Of the data provided for 40 patient samples, only the results for two patient samples for ferritin and nine patient samples for thyrotropin (tsh) were discrepant. The samples were processed by the modular preanalytic analyzer (mpa) and were tested in "pour-off" tubes. Patient 1 initial ferritin result was 10.39 ng/ml. Repeat result was 17.36 ng/ml. Patient 2 ((B)(6), male) initial ferritin result was 77.5 ng/ml. Repeat result was 133.2 ng/ml. Patient 3 ((B)(6), male) initial tsh result was 0.636 uiu/ml. Repeat result was 0.869 uiu/ml. Patient 4 ((B)(6), male) initial tsh result was 0.905 uiu/ml. Repeat result was 1.34 uiu/ml. Patient 5 ((B)(6), male) initial tsh result was 1.16 uiu/ml. Repeat result was 2.09 uiu/ml. Patient 6 ((B)(6), male) initial tsh result was 1.36 uiu/ml. Repeat result was 2.05 uiu/ml. Patient 7 ((B)(6), male) initial tsh result was 3.16 uiu/ml. Repeat result was 4.48 uiu/ml. Patient 8 ((B)(6), male) initial tsh result was 3.44 uiu/ml. Repeat result was 5.19 uiu/ml. Patient 9 ((B)(6), male) initial tsh result was 4.53 uiu/ml. Repeat result was 5.99 uiu/ml. Patient 10 ((B)(6), male) initial tsh result was 4.98 uiu/ml. Repeat result was 8.08 uiu/ml. Patient 11 ((B)(6), male) initial tsh result was 15.45 uiu/ml. Repeat result was 25.1 uiu/ml. All of the initial results were reported outside the laboratory. The repeat results were believed to be correct. Only the results for ferritin were corrected. No patients were adversely affected. The ferritin reagent lot number was 18138605 with an expiration date of 03/31/2016. The tsh reagent lot number was 18499801 with an expiration date of 12/31/2015. The field service representative found there was a problem with the measuring cells and replaced them. He replaced the pinch tubings and checked the sample and reagent probes. All measuring cell checks passed and precision testing was good.